Manufacturer narrative:
If implanted; give date: not applicable as the iol was removed/replaced within the same procedure. If explanted; give date: not applicable as the iol was removed/replaced within the same procedure. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a black shadow was observed at the center of an intraocular lens (iol) after implantation of the iol which after they looked, it was found to be a scratch. Therefore, the lens was removed to be replaced with another lens. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that the patient's race and ethnicity was inadvertently not entered in the initial MDR report; therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section a5: ethnicity: not hispanic/latino . Section a5: race: asian . Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer: yes . Section d9: date returned to manufacturer: nov 30, 2021. Section h3: device evaluated by manufacturer: yes . Device evaluation: the complaint lens was received wrapped in gauze. The original simplicity handpiece, the original folding carton, patient stickers, patient ID card, implant ID card, and an open sterilization pouch was received as well. Visual inspection, of the lens, under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut into three pieces. Based on the return condition of the lens no further evaluation of the lens can be performed. Visual inspection, of the handpiece, under magnification revealed trace amounts of viscoelastic residue inside of the cartridge, which is consistent with a cartridge that had an inadequate amount of ophthalmic viscoelastic device (ovd). The handpiece was disassembled and the assembly was inspected, presenting with no issues. The complaint issue could not be confirmed and no product deficiency could be identified. The johnson & johnson subject matter expert (sme) was consulted regarding if the damage could have come from the medical setting. Based on responses from the customer, the sme determined that the direction for use (dfu) instructions were not followed and this could impact the device. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.